Event description:
It was reported that during a ptca/stenting treatment procedure, sub optimal stent deployment and balloon rupture complications occurred necessitating surgical intervention after which the patient died. The physician used a 0.014" guidewire and a 5f ar1 guide catheter to cross the lesion. An unspecified 2.5/20 mm balloon was inflated to 15 atms in an attempt to predilate the lesion for placement of an unspecified stent. The physician subsequently used 3.0/20 mm and 4.0/20 mm balloons inflated to 12 atms to complete the lesion prediatation, but achieved unsatisfactory results. A 5.0/20 mm stent was deployed at 15 atms, however, despite the balloon completely inflating to deploy the stent, an approximate 50% residual stenosis was noted. An nc monorail 9/5.0 mm balloon catheter was introduced into the stent and inflated to 19 atms when it ruptured. The balloon was successfully removed, but with great difficulty. The physician decided to implant a second stent (4.0/13 mm) inside the first one. This second stent could not be sufficiently expanded either. Following unsuccessful attempts to introduce other nc monorail balloons to further expand the stent, the physician decided to transfer the patient to another facility for surgery. The patient died following that surgical intervention.

Event description:
It was further reported that the physician assumed that the stent balloon did not completely deflate, therefore the stent struts may have caught on the balloon causing the reported removal difficulty. The shaft of the stent delivery system was successfully removed, but the balloon remained in the patient's body. The patient was transferred to another facility with the option of surgery. According to additional information provided to the physician from the receiving facility, another intervention was performed and the retained balloon was secured in place with a stent. The patient died two days after that intervention due to cardiogenic shock.